Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated pacing impedance measurement during device based testing, and with a pacing systems analyzer (psa). The lead was laser extracted. During the extraction procedure, the patient's superior vena cava tore, and the patient arrested. The patient was sent to the operating room (or). A portion of the lead was eventually removed. However, the majority of the lead, along with the locking stylet remains in the patient. The procedure was abandoned. Five days later, the device was explanted, and a new ICD and defibrillation lead were successfully implanted.